Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
During the initial follow-up in the clinic, this device would not capture on the ventricular channel. The patient was taken back to the ep lab and the ventricular lead was successfully revised and capture was reestablished. This lead remains implanted. Associated device: cylos dr, MDR 1028232-2009-01031.